Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that there was noise leading to oversensing and auto mode switch (ams) on the right atrial lead. No changes were made. The only plan was to continue monitoring. The patient was stable.